Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after pulling the procedural sheath back to the first point to resistance, the balloon lost pressure. Since access was maintained, the device was removed and a second device was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed tat the source of leak was a longitudinal tear in balloon, approximately 6 mm from balloon proximal tip. There was damage to the distal end of the procedural sheath which could have punctured the balloon. In additional, it was reported that the balloon lost pressure at the first point of resistance, which is the tip of the procedural sheath. The review of the lrh (lot f1316904) indicated that the mynx lot met all established indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear was damage to the procedural sheath.